Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the water samples were taken in (B)(6). Additional water samples have been taken and the results are pending. The customer reported that the units are placed inside the o.r. During use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The customer plans to return the heater-cooler unit to sorin group (B)(4) for investigation and deep disinfection. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the water samples taken from the sorin heater-cooler system 3t upon return to the customer after repair at the manufacturer tested positive for mycobacteria. The customer reported that the device is still in use and the disinfection procedure outlined in the instructions for use (IFU) is being followed. There is no known patient involvement.

Manufacturer narrative:
Through further evaluation livanova (B)(4) learned that the heater cooler system 3t was returned to the customer after performing the deep disinfection in (B)(6) 2016 with final result bacterial count 2cfu / ml, no non-tuberculous mycobacterium was identified. The heater cooler system 3t was returned again for the deep disinfection procedure. The initial test results from january 17, 2017, revealed contamination with mycobacterium intracellulare. The deep disinfection procedure was performed and completed on september 29, 2017. The device was returned to the customer germfree with final result 0 cfu/ml. Corrective actions are in progress for this issue.